Event description:
Procedure: lap endoscopic resection of gastric gist. According to the reporter: the jaws of the gun didn't open every time the gun was used. The customer is not clear about what happened, there was an issue with losing gas, and after changing the top seal of their port, they thought they would change the stapler for another one, and I am told this solved the problem. It is unclear to me if the jaws had a problem, as the person who put down the information is not available and is on sick leave. Surgery time was extended by more than 30 mins due to diagnosing the fault. The device was not applied to tissue.

Manufacturer narrative:
.